Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4) distribution subsidiary (B)(4). Actual date of event is unclear, in 1st quarter of 2016. Additional quality inspection has been established. This file is considered as closed.

Event description:
(B)(4). User's narrative: 3 needles affected. Cannulas have no passage, fluid does not go through.